Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Event description:
It was reported that there was no liquid in the lens vial and the lens was dry. The lens was not used and no other devices came in contact with the lens. This report refers to lens 3 of 3.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.